Event description:
Dealer states the user says the chair stops and displays control not connected. He says the user states they wiggle the joystick wire and the chair works.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.